Event description:
Screw fell out information received from medwatch report #3600030000-2013-0001.  Patient was having procedure that required notching of two ribs.  Surgery was non-eventful.  Two days later, patient required chest x-ray--noted object that appeared in area of lung.  A day later, patient required a chest CT scan for pneumonia.  Physician able to identify object as screw.  Or called with dimensions of screw and asked to check for lost screw.  Screw located in soft tissue behind ribs, not in chest cavity. Additional information obtained from the customer on (B)(6) 2013.  The patient was having his rib notched to access his esophagus.  No healthcare professional was injured.  Thus far, there has been no surgical intervention.  Because the screw landed in the soft tissue, and was not discovered until a few days post op, the family was given the option of whether they want the screw removed.  They have not opted to have the surgery to remove the screw, to date.  There was no delay in the procedure, and was completed.  The rib shear worked, as it should have during the procedure, so the screw popping out was not noted.  The shear was inspected in or processing, to make sure that it clipped properly, which it did, even during the procedure.  Once the screw was physically gone, the shear could be squeezed off track.  Waiting to hear from the or about the repair history and age of the device.  The patient was a (B)(6) male. Additional information obtained from the customer on (B)(6) 2013.  The shears have never been sent out for repair.

Manufacturer narrative:
(B)(4). The complaint instrument was provided and an evaluation was performed. This instrument was manufactured for carefusion by a 3rd party supplier. The instrument does not have a complete lot code and is only stamped with "k." Based upon this lot code, it was confirmed that the instrument was manufactured in 1983. However, without the complete lot code the exact supplier could not be determined that manufactured the instrument in 1983. The instrument has been manufactured by our current supplier since 2000. There was a different 3rd party supplier that manufactured the instrument from 1986 until 2000. An evaluation was performed by an in-house instrument specialist at carefusion since the supplier is unknown. It is possible that the instrument has been in use for over 29 years. The age of the instrument and usage over time most likely contributed to the end of life instrument failure. There were no obvious manufacturing or material defects identified with the instrument. The limitations on reprocessing section of the instructions for use (IFU) explains that reprocessing has minimal effect on these devices. End of life is normally determined by wear and damage due to use. A device history record (DHR) review could not be completed as the complete lot number and supplier is unknown. A review of the complaint system was performed for this instrument over the last two years. There have been no other reported complaints of any kind for this instrument. The reported issue will continue to be trended and evaluated.